Manufacturer narrative:
Concomitant medical device: dtba1d1 crt-d implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and impedance during a device change procedure. The pacing configuration was reprogrammed to obtain normal measurements and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.